Manufacturer narrative:
Pending investigation. Concomitant medical products: 2216957; 02-012-35-6011 - logic tibia ps mod insrt sz 6 11mm. 2600723; 02-012-35-6009 - logic tibia ps mod insrt sz 6 9mm. 2892290; 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. 3606542; 200-02-41 - three peg patella 41mm .3690508; 200-02-41 - three peg patella 41mm. 3817736; 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. Correctional/removal number: z-0021-2022.

Event description:
As reported, the male patient had an initial left tka on (B)(6) 2015. The patient complained of pain and was revised due to a loose femur. The patient was revised to exactech devices. The reported event is unrelated to breakage of a device & did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.